Manufacturer narrative:
Concomitant medical products: 402358 lead implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was also reported that the right ventricular (rv) lead and right atrial (ra) lead both exhibited under and over-sensing. It was also reported that noise was present on the ra lead. The ra and rv leads both remain in use.  No further patient complications have been reported as a result of this event.